Manufacturer narrative:
An outside of united states customer contacted a siemens remote services center (rsc) regarding falsely elevated tacrolimus results obtained on two patient samples on a viva pro e system. Siemens is investigating the event.

Event description:
Two falsely elevated tacrolimus results were obtained on patient samples on a viva pro e system. It is unknown if the discordant results were reported to the physician(s). The samples were reprocessed on an alternate non-siemens methodology and lower results were obtained. It is unknown if results from the alternate methodology were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tacrolimus results.

Manufacturer narrative:
Additional information (24-may-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the falsely elevated tacrolimus results obtained on patient samples on a viva pro e system. Hsc reviewed the information provided by the customer and the instrument data log. The date of initial processing samples was 05-mar-2022. The date of reprocessing samples was 08-mar-2022. Quality control was in range and no issues were noted with other patient samples indicating that the viva pro e instrument and tacrolimus assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Sections b3 and h6 has been updated to reflect the hsc investigation. Initial MDR was filed 25-mar-2022.